Event description:
It was reported that during small xia surgery (l5-s), because the position of the screw that was inserted into s1 was not so good, reinsertion was decided. The extraction of the screw was difficult because the patient bone was very hard. Therefore, surgery tried to insert the screw again after enough tapping. However the screw could not be attached straightly to screw driver because its cross base was deformed. The surgeon used other screw and finished the surgery.

Manufacturer narrative:
Method: device history review, visual and functional inspection. Results: no manufacturing issues were identified during manufacturing record review. Visual inspection confirmed that screw head that interfaces with the screwdriver was damaged/deformed. Functional inspection confirmed that the mating instrumentation would not interface properly with the screw. Conclusion: because the driver was not received and inspected, its contribution the reported event cannot be determined conclusively. The cause of this event is multifactorial, with the patient's bone quality, screwdriver and screw engagement, and surgeon's technique likely contributing to the event.

Event description:
It was reported that during small xia surgery (l5-s), because the position of the screw that was inserted into s1 was not so good, reinsertion was decided. The extraction of the screw was difficult because the patient bone was very hard. Therefore, surgery tried to insert the screw again after enough tapping. However the screw could not be attached straightly to screw driver because its cross base was deformed. The surgeon used other screw and finished the surgery.